Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Manufacturer narrative:
Based on the information provided, the patient underwent evar on (B)(6) 2014 with placement of a main body and two spiral-z iliac legs, followed by gentle molding with a balloon. At the final angiogram, there appeared to be a leak on the right side. At first, the physician thought there was a type 1b leak coming from the distal right spiral-z, so he placed another spiral-z as an extension and ballooned. However, the leak persisted and seemed to be coming through the fabric of the spiral segment of the initially placed spiral-z. Therefore, he relined the segment with another spiral-z which resolved the endoleak. Imaging was returned and was forwarded for external clinical review. Angiography from deployment was provided. Given the diffuse nature of the endoleak and the presence of a more subtle but similar endoleak around the left limb in a similar location, namely single layer of fabric within the aneurysm sac, the endoleak is most consistent with a type 4 trans fabric endoleak. The leak was too small and delayed to represent a fabric defect or seam rupture from the coda balloon. A suture hole endoleak was unlikely as the typical appearance was not present and the endoleak was proportional to the amount of single layer fabric. Additionally, a type 2a endoleak was present through a left lumbar artery. Given the type 2a endoleak into the sac while the limb endoleak was stagnant, the intra-sac pressure resulting from the limb endoleaks was still lower than the pressure of the lumbar artery this pressure would be significantly lower than systemic pressure. The type 4 endoleak would have likely resolved even without the additional stents. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing. The results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." The spiral-z iliac leg grafts are 100% inspected to confirm correct stents have been used and have been placed correctly on the graft and to confirm that the entire graft has no damage, foreign matter, frays, or holes except for suture entry and exit points. The work order was reviewed, and nothing of note was observed. A type 4 pengraft endoleak was present at the final angiogram. Two additional spiral-z iliac legs were placed, which resolved the endoleak. No adverse effect to the patient has been reported. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. It is likely that the type 4 endoleak would have resolved after the procedure and was likely a result of heparinization given during the procedure. Therefore, the root cause is considered patient condition related. The risk was assessed and the risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate personnel have been notified and we will continue to monitor for similar events.

Event description:
A (B)(6) male patient underwent evar on (B)(6) 2014. The physician placed zenith main body, contralateral, and ipsilateral legs and then lightly balloon moulded. Using a pig tail catheter for what was planned to be the final angio run was performed. There appeared to be a leak on the right side. At first it was felt it was a type 1b leak coming from the distal end of the right leg extension. The doctors therefore extended with another spiral-z limb and lightly balloon moulded. The doctors then did a run in just the right leg but the leak persisted and seemed to be coming through the fabric of the spiral segment of the initially place iliac leg graft. Therefore the doctors relined the segment with another iliac leg graft with spiral-z technology. The leak was not present on the subsequent run, and the doctors suspected a type 3 endoleak. No adverse effects to the patient were reported due to this occurrence.